Event description:
It was reported that the demo unit was failing several tests during pre-use check. There was no patient involvement. (B)(4).

Manufacturer narrative:
The reported ventilator was a demo unit and it was serviced by our field service engineer. It was found that the oxygen gas module was leaking and caused the reported failures. The part was replaced and has been returned for investigation. The reported leakage has been reproduced during test of the returned oxygen gas module in a reference ventilator. Once the oxygen gas supply was connected to the gas module a leakage was heard. Performed pre-use check failed in several tests. During ventilation alarms for high pressure and high respiratory rate were generated. The oxygen concentration was higher than set and the measured tidal volumes were lower than set. The source of the leakage that caused the above mentioned failures was found to be the topside of the solenoid in the gas module. Ocular inspection showed that the plate on the top of the solenoid was bent which affected the locking mechanism of the solenoid and caused the reported leakage. The solenoid is part of the flow regulation in the gas module. The failure of this component leads to inaccurate gas flow regulation which will be detected during pre-use check and alarms will be activated if the failure occurs during ventilation. The observed failure cannot occur with the gas module mounted in the ventilator. Therefore, the most probable root cause of this failure is rough handling during maintenance or other service. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003 . (B)(6).

Event description:
Importer ref. #: (B)(4). Manufacturer ref. #:(B)(4).